Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs slim tip lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 8457762.

Event description:
It was reported that after a fall the one of the patient's leads fractured. As a result, the patient lost effective therapy. Surgical intervention is planned to address the issue.